Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Investigation summary: this is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows two tyveks from the top view of product code cr40g, lot # t4150z, and exp. Date: 2024-11-30. The second type of product code is cr40g, lot # t40k00 and exp. Date: 2024-5-31. The second and third photos show two green reloads from the top view. The first reload can be seen fully fired and the second reload shows the anvil and washer detached with no drivers up, also the pin was noted partially protruding. It should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that in a lar case, doctor used contour curved cutter stapler and reload contour was cut but not able to staple. First reload, it was not staple completely. Second reload, the stapler did not come out. So the doctor completed the case by hand-operated. Surgery was delayed 20 minutes as a result. No patient consequences reported.